Event description:
Emergency coronary artery bypass graft, started bypass with the heater/cooler valve in the "off" position. A few minutes later, opened the valve on the heater/coolelr to begin cooling the pt. The perfusionist noticed a shadow in the water lines and turned the valve off. The perfusionist then focused on the water lines and reopened the valve, and confirmed blood in the water line. The surgeon was notified and the oxygenator was changed out. One gram of ancef (an antibiotic) was given and the case was completed without incident. No signs of hemolysis and no signs of pt compromise during the rest of the procedure, two days post-op the pt was doing fine.